Event description:
The sales rep, (B)(6), reported an event of breakage of the screw involved. During the surgical procedure of scoliosis performed on (B)(6) 2012, when the surgeon was entering last sacral screw 7.5 x 70mm cod. (B)(4) he experienced the breakage of the product. The screw was removed and changed. The surgeon completed successfully the procedure without any delay in the time of procedure.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.